Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the geometry movement fault. Review of the log files showed geo ipc related issue. Upon checking geo ipc fse found that the ipc is very dirty and ipc system is stuck. Fse confirmed that the ipc needs to be cleaned, and ipc software needs to be reloaded. To resolve the issue fse cleaned the ipc and reloaded the ipc software. After the repairs were completed, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device's geometry movements were partially available. The device was in use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.